Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the monopolar coagulation was not working, and error c-34 displayed on the integrated electrosurgical unit (iesu). The surgeon decided to use the bipolar coagulation instead. The monopolar cutting was working. The customer already tried different instrument, energy cable, neutral pad and different iesu port. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed, and the reported failure was confirmed and reproduced when the unit was tested on an in-house system and run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.